Event description:
The customer's son alleges his mother fell off the powerchair after she went off a curb. The customer sustained a fractured leg.

Manufacturer narrative:
Method - device evaluation anticipated but not yet begun. Conclusions - a follow up report will be submitted upon completion of investigation.